Manufacturer narrative:
As the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure within the esophagus on (B)(6), 2010.according to the complainant, after the stent had been deployed, the physician noticed that blue repositioning suture was too tight; it was closing the top part of the stent and not allowing it to fully expand. The physician decided to cut the suture and leave the stent implanted within the patient.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.